Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07042. It was reported that the wire stuck in the stingray catheter. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A stingray guidewire and a stingray lp catheter were selected for use. During procedure, it was noted that the wire became stuck in the stingray catheter upon advancing and could not be removed. The wire and catheter were then pulled out together as an entire system.. The procedure was completed with a different device using retrograde approach. No patient complications were reported and patient's status was fine.